Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient started having reoccurring incontinence started a few months ago. Artificial urinary sphincter (aus) balloon was removed and replaced with new prb without any issue. A cysto was preformed and system was functioning as designed. No adverse patient effects. Additional information confirms balloon migrated out of the original space it was placed.